Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines near the cassette door was leaking. The care giver stated that the homechoice was priming the lines too hard. This event occurred during setup, patient not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.